Event description:
It was reported that: "impactor/extractor broke when loading the baseplate implant. Surgeon attempted to load triathlon baseplate on introducer/extractor when it fell off. Noticed a broken engagement section of the introducer on the scrub table. Another identical device was immediately available for use."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.